Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The original crem results were in the range 0.80 - 8.59mg/dl and the rerun results were in the range 0.60-6.61mg/dl.the erroneous results were reported outside of the laboratory and corrected reports were issued.it is unknown if patient treatment was initiated or witheld with regard to this event.

Manufacturer narrative:
When the lab noticed the high results, they tried to recalibrate the assay and calibration failed. The instrument was giving reaction noise errors, but it is unknown when these errors were occurring.a field service engineer (fse) was on-site and replaced the stirrer motor.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.